Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump hardware low level failure and the motor arm cannot communicate with the main arm. The customer stated that they were able to successfully clear the alarm and also they were able to complete insulin pump rewind. The customer reported that during the self test the error occurred. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Hardware low level failures (variable 3) alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm alarms noted during testing.